Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during priming the tubing an alert for a stalled motor occurred on the ilet pump, consistent with a failure to infuse associated with the motor component; the user performed a factory reset, replaced the cartridge and tubing, primed approximately 80 units without further alerts, and resumed pump therapy with a new infusion site. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem and a communications problem, traced to component failure involving the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency and cause traced to component failure.